Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was successfully cleared and insulin deliveries were resumed. Additionally, it was reported that the cartridge dislodged from the pump while removing the case. A new cartridge was loaded resolving the issue. Customer's blood glucose level ranged between 160-400 mg/dl during these events.